Event description:
In a literature article, it was reported to gore that there were seven cases of early graft occlusion with the gore propaten vascular graft. In six of the pts, the occlusion was resolved by a simple embolectomy and in the other by embolectomy and common femoral angioplasty with patch. Re-thrombosis required amputation in four pts.

Manufacturer narrative:
This event was from the following literature article: monaca v, battaglia g, turiano s. Subpopliteal revascularization. Criteria analysis for the use of e-ptfe (propaten) as first choice conduit. The italian journal of vascular and endovascular surgery. 2013;20:1-2. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. Without additional information, it is impossible to further investigate this event.